Manufacturer narrative:
Additional information was received on (B)(6), 2022. An explant is planned for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain/deflation . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses placed experienced possible left sided rupture and bilateral shooting pains post procedure. The right breast had become concave. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The left sided deflation was reported initially. Additional information was received on (B)(6) 2022 stating that there was bilateral shooting breast pain. This report relates to the right prosthesis. The patient had a complication with her previous set of implants reported under 1645337-2020-06490. See 1645337-2022-03919 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2022. Additional information was received on (B)(6) 2022. The explant date was clarified to be (B)(6) 2022. The investigation of the returned device was completed by the failure analysis lab on august 12, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 26, 2022. The left sided rupture was confirmed by the physician's office. Manufacturer¿s reference number: (B)(4).